Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a damaged latch lock, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm. When patient arrived at the infusion center the error message stated, "cassette not latching". Troubleshooting was performed but the alarm persisted. Per reporter they ended up reconnecting the patient to a different pump. Event occurred while in use with patient and no patient harm/adverse event reported.